Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed 'air in line'. The cause was identified to be an out of specification ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.